Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. It was noted that this rv lead was programmed unipolar pace or bipolar sense. Boston scientific technical services (ts) suggested to place the new rv lead, do pacing system analyzer (psa) measurements and maintain pacing via the psa, then quickly swap over the rv lead into the new device. Additional information indicated that the field representative could not determine the cause of high pacing thresholds. This rv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.